Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump. Additionally it was reported that the customer experienced difficulty charging the pump with the usb cable. Blood glucose was not impacted. Reportedly, the customer will continue to use current pump until replacement arrives.